Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was reoccurring error 1720 during start up sequence. The event occurred during testing; there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Service history review identified that the device had not been in for service in the review period. Visual and functional checks were performed. The reported issue was verified through functional testing and the root cause was found to be the back-up capacitor broken wire. The capacitor was replaced to fix the issue. The device then passe all tests after the repair.